Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported a loss of stimulation and no stimulation. There was a loss of therapy. The patient was not feeling stimulation and was not getting relief from the therapy. It was noted the therapy was supposed to help her back pain, but it was not. The patient's daughter pressed two white buttons, and she could feel stimulation during the weekend. On the morning of the report when the patient woke up, she was not feeling stimulation. The patient was trying to use the patient programmer to adjust the setting but she was not feeling stimulation. At first the patient said the problem started on the night prior to the report, and then changed it to the problem started friday september 18 night. There were no falls or traumas reported that could have been related to this issue. When the patient synced with the patient programmer, it showed the therapy was on. It was on group b at 2.75v and the patient increased it to 2.85v but she was still not feeling stimulation. Patient services recommended the patient contact her healthcare provider (hcp). Later, it was reported the patient did get it to stimulate after the initial report and it was on for 2 days. But then on the morning of (B)(6) 2015, when the patient woke up, she could not feel it. The patient synced again and the programmer showed the stimulation was on and she was at 2.75v. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up re port will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient's family member. It was reported that patient's device had not been helping for a while, patient was getting no relief and needed adjustment. The exact date of the event was not provided. Patient had dementia, therefore , their daughter was handling the matter for the patient. Patient had an appointment with their hcp on (B)(6) 2017 and wanted a manufacturer rep to be present at that appointment. No further complications were reported/anticipated.